Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date "6 months ago".' All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer had a "signal loss alarm" while using a replacement adc freestyle libre 2 reader. As a result, the customer had a loss of consciences and was unable to treat themselves. The customer was provided sugar by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.